Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were having issues with the sensor and the insulin pump. They were getting a sensor glucose value not available message on their insulin pump. The customer had a low blood glucose level of 39 mg/dl. Troubleshooting was not performed because the customer was not feeling well. They checked their blood glucose level and it had gone down to 35 mg/dl. The customer was treating the low blood glucose with food and glucose tablets. The customer placed their husband on the phone. The customer's husband reported that they would get the customer's sugars under control and will call back when they felt better. The device was not returned for analysis.